Event description:
It was reported that multiple intermittent occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. There was no adverse impact to customer¿s blood glucose level. Customer replaced supplies as necessary and resumed insulin.